Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
During a primary surgery the tips of the drill bit broke off inside of the patient's bone. The tip was left there, as it could not be retrieved.

Manufacturer narrative:
The reported event that the tip of a ¿calibrated drill bit ø4.3mm x 315mm, ao¿ broke during a primary surgery and was left inside the patient's bone as it could not be retrieved, could be confirmed, based on the provided image documentation. The manufacturing inspection did not indicate any malfunctions. It was also reported that the surgery was performed in a young patient`s pelvis, and that there is a good possibility that the bone was hard. Most likely, during usage of the device, excessive torque was applied. Such power, in combination with hard/dense bone, and even violent moves, could definitely deform the scaled drill and lead to such a breakage. Particularly, if the drilling was in an inclined angle, in the hard bone, a bending moment could be generated, leading to a fracture, as the one reported. As per IFU (v15011): ¿ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! [¿] only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry.¿ users should always read the instructions provided before using a specific instrument/implant. If the drill has not been used carefully and under appropriate cleaning conditions, it is quite possible that its integrity has been compromised, which is definitely a deviation from the specifications. Based on the investigation the case could be classified as user-related due to over-torque, however please bear in mind that more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During a primary surgery the tips of the drill bit broke off inside of the patient's bone. The tip was left there, as it could not be retrieved.